Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified through power test and the probable root cause was corrupted soft ware. New software was installed to resolve the reported issue. The pump was recalibrated and passed all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a flash memory post alarm during testing. There was no patient involvement, no patient injury was reported.